Event description:
Customer reported erroneous low access hypersensitive htsh (human thyroid-stimulating hormone) test results were obtained for six pt samples when using the unicel dxl 800 access immunoassay system. The erroneous test results were 0 (zero). Samples were repeated on another unicel dxl 800 access immunoassay system and results were higher. Test result data was not provided. The erroneous test results of 0 were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Sample info was not provided. Qc (qc) and sys info was not provided. Svc was not dispatched. Review of the archive data file showed that all six of the pts with htsh results of "0" were associated with tsh reagent pack lot number 911431, sn (B)(4). Beckman coulter inc (bci) customer technical svc asked the customer to load the tsh reagent pack in question onto the other dxl instrument in the customer's lab. Via the reagent inventory screen it was proven that reagent pack sn (B)(4) had been previously loaded and had been sampled from on the alternate instrument. Pack sharing was determined to be the root cause of the "0" results. Product labeling indicated that packs cannot be shared between instruments. Product labeling was determined to be sufficient. This reportable event was identified during a retrospective review conducted between 1/1/2008 and 10/23/2010 of complaints for add'l reportable events.